Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type :catheter. (B)(4).

Event description:
Information received from a manufacturer representative regarding a patient with an implanted pump. Indication for use was unknown. Drug, concentration and dose were unknown. It was reported that a low battery reset that occurred. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.